Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached from the site portion while the patient was sleeping. The site location was patient's hip. The infusions were stored in the kitchen cabinet and were not exposed to extreme temperatures or humidity. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached from the site portion while the patient was sleeping. The site location was patient's hip. The infusions were stored in the kitchen cabinet and were not exposed to extreme temperatures or humidity. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.